Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts on the second row on the proximal end of the stent was bent back distally. The balloon was visually and microscopically examined and no issues were noted with the profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was kinked at 312mm distal to the strain relief. A visual and microscopic examination found that the tip was slightly flared and there were traces of blood on the tip. The hub was cracked and damaged. It had an appearance of being dissolved. During analysis a test unit was exposed to acetone for one minute and showed similar damage. It was not possible to attached the hub of the device to an encore inflation unit due the damage to the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 2.50x28mm taxus liberte stent delivery system (sds) was advanced to the stenosed unspecified target lesion location. The sds could not cross the lesion and the stent became deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 2.50x28mm taxus liberte stent delivery system (sds) was advanced to the stenosed unspecified target lesion location. The sds could not cross the lesion and the stent became deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).